Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the fecal containment product ifus are found to be adequate based on past reviews. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient developed a pressure wound during use of a dignishield device. The patient was admitted to the hospital on (B)(6) 2018. A dignishield was later placed on (B)(6) 2018 and was discontinued after falling out on (B)(6) 2018. A full thickness, stage 3 pressure wound was noted from the outside edge of the rectal tissue extending anteriorly toward the scrotum in an area measuring 3.8 cm x 2.3 cm. The complainant believed that there was minimal to small amount of stool leakage. Complainant also stated that the patient was being turned often, tubing was repositioned, and z-guard barrier cream was applied to the perirectal skin. It was also reported by that a ¿no-rinse¿ soap and barrier periwipes were used on the patient. The patient had multiple comorbidities and expired during hospitalization. It was later reported that the patient was a hospice patient prior to the device being placed. The patient expired on (B)(6) 2018 during inpatient hospice care. The wound care nurse stated that the device was not related to the patient's death. However, the facility was reluctant to give the cause of death.